Event description:
Customer reported the system stopped working in the middle of a case, the display went black. No patient injury was reported.

Manufacturer narrative:
Customer repaired the system. No further details are available.